Event description:
Hcp reported pt presented with no pain relief. The pt has not experienced any withdrawal symptoms. The catheter has been aspirated with positive results. Two separate rotor tests show no rotor movement. A pump replacement surgery has been scheduled in 2003. The pump will be sent to the MFR for analysis. The dr has prescribed oral opiods for pain relief.